Manufacturer narrative:
Concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had ins pocket pain. They removed ins and partial lead removal.  Cut leads and left the distal ends in the epidural space. Issue was resolved.